Event description:
A customer stated that an abo discrepancy occurred between manual tube testing and testing performed on galileo echo instrument (B)(4).

Manufacturer narrative:
The customer was referred to the limitation section of the operator manual which states the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. The galileo does not generate an interpretation of mixed-field. Such a mixed-field reaction will be interpreted as positive, negative, or equivocal. The instrument is operating as expected.